Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because battery indicator is displaying more frequently and issue was not resolved with troubleshooting.

Manufacturer narrative:
Rt.